Event description:
Pt complained of groin pain. Pt was revised to convert hemi hip to total hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.